Manufacturer narrative:
It was found that the user interface pcb assembly had burned out transistors on the printed circuit board and that the power module was inoperative. The customer declined repair of the device. The cause was likely the user interface pcb assembly and/or the power module however further root cause was unable to be determined. The device was reassembled and returned to the customer without repairs.

Event description:
The customer contacted physio-control to report that their device power button was not working intermittently. Upon evaluated by physio-control, the device was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device power button was not working intermittently. Upon evaluated by physio-control, the device was unable to power on. There was no patient use associated with the reported event.